Event description:
The surgeon reported a sys message displayed during phaco sculpting. The surgeon stated there was loss of phaco power. Additional info has been requested to the event. No pt injury was reported.

Manufacturer narrative:
The customer will be sending a sample for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).